Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels of 124-235 mg/dl due to the pump "malfunctioning". Customer resolved bg level by changing pump supplies. Reportedly, the customer will continue to use the pump for insulin therapy.